Event description:
Essure was implanted and have suffered severe side effects. Bleeding for six months and chronic pain, sleep apnea, weight gain, swelling, numbness in hands and feet, chronic headache, and allergic reaction.